Event description:
I received a sparc suburethral sling and anterior repair surgery in (B)(6) 2008, for urinary incontinence. Beginning in (B)(6) 2012, I began leaking urine again. It progressively got worse. I am unaware, so far, if current severe pelvic and abdominal pain is due to surgery or mesh problems, however, I had to have exploratory surgery on (B)(6) 2012, for this pain. Beginning in early october I was starting to have difficulty emptying my bladder. Now I cannot empty my bladder at all and have a foley catheter. I am following up with a gynecologist and a urologist to find out what is going on, but at the very least, my surgery did not work!